Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was not able to lock in place. Customer stated that there was fluid in the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into device passed displacement test and self test. Device received with no traces of moisture on electronic assemblies and motor assemblies place. Device received with cracked reservoir tube lip, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).

Manufacturer narrative:
P-cap or reservoir locks properly into device passed displacement test and self test. Device received with no traces of moisture on electronic assemblies and motor assemblies. Place. Device received with cracked reservoir tube lip, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).